Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was in disconnected mode. A technical support specialist (tss) found that mpob had been in retry mode, and the encounter location had been the same on both the station and the server. The tss had followed the attached knowledge article, ¿retry mode: tx.encounteritemtransaction or adt.userencounterassociation¿, to skip the transaction. The tss had then followed up with the customer to confirm that no further issues were reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in disconnected mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.